Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuring a product liability claim. It was reported that the patient was implanted an unknown hip implant on unknown hip side on unknown date and the patient underwent revision surgery on (B)(6) 2013 due to pain.

Manufacturer narrative:
The product was not returned for investigation. The DHR check could not be performed as the lot number was not available. No trend analysis performed since no reference number is available. It was reported that a female patient underwent a revision surgery due to pain after an unknown time in vivo. This was the third revision surgery that the patient had out of a total of 4 surgeries with products from zimmer (B)(4). Neither x-rays, operative notes, photos of the implant were received; therefore the condition of the component was unknown. Patient factors that may affect the performance of the component such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol are unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, all possible causes are reported in the dfmea which is available for every zimmer (B)(4) hip implant and are continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Event description:
It has now been reported, that the patient was implanted the unknown hip product on an unknown date on the right side.

Manufacturer narrative:
The case at hand was reopened on november 20, 2015 due to supplemental information received by patient's lawyer on november 18, 2015. The additional information changes the whole content of the case, the assessment and the outcome. The actual device reported is not marketed in USA, but devices with similar characteristics (fitmore hip stem) are marketed in USA, and therefore this report was filed. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review results: the DHR check could not be performed as the lot number was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure, that only products fulfilling the specification are sold. This procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for the same catalogue number. Compatibility check: all proximal revitan components are compatible with all distal ones. Review of incoming information: it was initially reported that a female patient underwent a revision surgery of an unknown hip device due to pain after an unknown time in vivo. According to supplemental information received, a revitan revision stem has been revised due to breakage at connection pin between proximal and distal stem. Review of x-rays: x-rays dated (B)(6) 2008: ap view of right hip, cement less revision stem, and cup. The proximal part of the stem seems to be partially bent. There is a slight sign of osteolysis and radiolucency lateral to proximal part of stem. Distally the stem does not seem to be well fitted with the cortical bone. X-rays dated (B)(6) 2008: do not contain relevant information related to reported event. X-rays dated (B)(6) 2009: ap view of right hip, cement less revision stem, and cup. Very similar to the x-rays dated (B)(6) 2008. Moreover, in the region of the lesser trochanter it seems that an osteolysis took place. Cup inclination angle is around 40/45°. X-rays dated (B)(6) 2009: do not contain relevant information related to reported event. X-rays dated (B)(6) 2010: ap view of right hip, cement less revision stem, and cup. Very similar to the x-rays dated (B)(6) 2009. Slight increase of osteolysis in the proximal femur (around proximal stem) x-rays dated (B)(6) 2010: ap view of right hip, cement less revision stem, and cup. Very similar to the x-rays dated (B)(6) 2010. Slight increase of osteolysis in the proximal femur (around proximal stem) CT dated (B)(6) 2011: trochanter plate used to fix larger trochanter. Bone condition is unclear. Some screws were implanted around the proximal femur bone. X-rays dated (B)(6) 2012: do not contain relevant information related to reported event. X-rays dated (B)(6) 2012: ap view of right hip, cement less revision stem, cup and trochanter plate. Trochanter plate used to fix larger trochanter. Some screws were implanted around the proximal femur bone. High osteolytic bone in the proximal femur. X-rays dated (B)(6) 2013: ap view of right hip, cement less revision stem, cup and trochanter plate. Definitive breakage of stem at connection pin between proximal and distal. X-rays dated (B)(6) 2014: ap view of the revised right hip, trochanter plate was not explanted. Ceramic head implanted. The new revision stem seems to sit good in the femoral channel. Signs of osteolysis visible over the entire length of the femur. Cerclage wires used to fix the bone distally. One of the screw of the trochanter plate seems to be partially bent. X-rays dated (B)(6) 2015: ap view of the revised right hip, trochanter plate, and cup. Very similar to the x-rays dated (B)(6) 2014. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients' advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. Possible causes for the reported event according to dfmea: line 5 : fracture of implant -> due to insufficient fatigue strength of material and design; line 6 : fracture of implant -> due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction); line 14 : failure / fracture of implant or connection -> due to mechanical properties of the material different from specified properties (quality requirements); line 16 : fracture of implant -> due to micro cracks due to laser marking in high stressed implant areas; line 20 : fracture / damage /loosening of implant -> due to wrong behavior of patient; high patient activity; patient disregards limits of the device; line 23 : fracture of implant -> due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic); line 24 : failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction -> due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products; line 35 : fracture of implant -> due to damage of stem during implantation; line 36 : failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles -> due to wear between connecting pin and proximal part due to bone (third body wear); line 38 : failure of connection between proximal and distal part and conical nut -> due to improper connection of proximal and distal part and conical nut during surgery; line 62 : loosening or fracture of components -> due to patient with high body weight leading to increased wear; line 69 : loosening or fracture of implant -> due to insufficient bony support of implant. Comparison to investigation results whether it is possible and justification: line 5 : not possible -> material compatibility specification certify the suitability of the material; line 6 : possible -> no returned therefore not excluded; line 14 : not possible -> material compatibility specification certify the suitability of the material; line 16 : possible -> no returned therefore not excluded; line 20 : possible -> long and complicated patient history, high patient bmi; line 23 : not possible -> no corrosion reported; line 24 : not possible -> no corrosion reported; line 35 : possible -> no returned therefore not excluded; line 36 : possible -> no returned therefore not excluded; line 38 : possible -> no returned therefore not excluded. Moreover, x-rays shows a slight split between proximal and distal stem but cannot be confirmed with precision if is correctly implanted; line 62 : possible -> patient bmi is (B)(6); line 69 : possible -> x-rays suggests loosening around the proximal stem. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It is now reported that a female patient was implanted a revitan revision stem on (B)(6) 2004. It is also reported that on (B)(6) 2013 a revision surgery was performed due to breakage of the connection pin.

Manufacturer narrative:
The case was reopened as it was noticed that patient's weight decreased from date of implant ((B)(6)) to date of explant ((B)(6)). Correction of the possible causes for the reported event according to dfmea in line 62: line 62 : loosening or fracture of components -> due to patient with high body weight leading to increased wear :possible -> patient bmi is (B)(6) which is classified as overweight according to the bmi scale. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The case was reopened due to additional information was received on august 24, 2016. Conclusion summary: according to the per, the revitan® prosthesis was revised after approximately 10 years in vivo due to loosening of the conical connection between the distal and proximal part. It can be assumed that the taper connection between the connection pin and the proximal part of the revitan® prosthesis became loose at some point in time. Afterwards, the proximal part was able to move on the connection pin. The connection pin¿s repetitive contact with the proximal part after the loosening led to wear on the inner diameter of the proximal part and the worn thread on the nut. As a consequence of the wear, the proximal part was able to tip medially. This is most likely the reason for the slight polishing in the blasted area and the corresponding polishing and wear on the faces of the proximal and distal part. It stays unknown if the different surface changes seen on the lateral surface of the connection pin existed already before the loosening of the taper connection and may have contributed to the loosening or exclusively developed as a concomitant phenomenon. No tipping or misalignment of the proximal part can be observed on the CT scan dated 22 august 2011. The x-ray taken on 22 august 2012 also shows still an aligned stem. However the x-ray was taken with the patient in a laying position. Since the stem is unloaded in this position potential misalignment could perhaps not be detected. A medial tipping of the proximal part can then first be observed on the x-rays dated (B)(6) 2013. Radiologically, no indications could be found that could have contributed to the loosening of the proximal part of the revitan® stem. Based on the x-ray evaluation, it could be assumed that the loosening occurred probably sometimes after (B)(6) 2011. Based on the retrieval analysis the reason for the loosening stays unknown. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. (B)(4).

Event description:
It is now reported that a 10 years previously implanted revitan prosthesis showed a loosening of the conical connection between the distal and proximal part. The prosthesis was changed as part of a revision.